Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient is experiencing some tenderness at his scs ipg site all of the time. It was also reported the patient has lost a significant amount of weight, and this may have contributed to the tenderness at this ipg site. The patient is discussing with his physician a possible ipg revision.